Event description:
It was reported that customer had physical damage of insulin pump. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.